Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the malfunction. A system interconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. It's important to mention that the battery used during the time of the event was not returned for evaluation as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.